Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported condition was not verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number - the customer reported lot number 1812101; however, this lot number is not recognized by baxter. The lot number in the facility's (B)(6) (not specified what an (B)(6) is) was reported as 19j2804. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous renal replacement therapy patient coded and experienced a drop in blood pressure during treatment with a prismaflex m100 and a prismaflex machine. It was reported that patient received treatment, however, the treatment received was not specified. The patient outcome was not reported. No additional information is available.